Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error during bolus. It was reported that the customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.